Event description:
It was reported that an ilet user experienced rising blood glucose after treating a post-lunch hypoglycemic episode and then consuming an additional meal, with the dinner meal announced; support advised continued monitoring to allow glucose to plateau and self-regulate. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no injury and no medical intervention or hospitalization. Investigation included user education and troubleshooting. Investigation of this case revealed user overtreatment of hypoglycemia preceding a meal, consistent with expected glycemic variability following treatment and meal intake. It was concluded that, based on previously established findings for similar reports, the device functioned as designed and that the event was related to user management of hypoglycemia and meal timing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.